Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device showed an asystole alarm in pacing mode but the heart rate was as usual. The device was in use on a patient, but no adverse event involving patient or user was reported.